Event description:
It was reported the pt was implanted with her scs system on (B)(6) 2014. On (B)(6) 2014 the pt was hospitalized due to pain and fever. Follow up identified the pt is out of the hosp and no longer experiencing pain or fever.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.